Event description:
Unomedical reference number (B)(4). Event occurred in italy. The patient reported that six infusion sets fell off events during use on (B)(6) 2024. The infusion set was in use for less than 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).